Manufacturer narrative:
Imdrf impact code f05 is being used to capture the reportable event of rescheduled procedure.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, while the physician was cannulating the ampulla, he noticed that the guidewire would not advance through the tome. The tome and the guidewire were removed and tested outside the patient. He also tried to wipe and checked the tome; however, still the guidewire would not advance through the tip of the tome. The physician decided to reschedule the cannulation the next day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.